Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a long charge time before voltage based normal eri (elective replacement indicator), triggered eos (end of service) status and patient alert. It was noted that the patient heard the audible alert and sent a manual transmission. It was noted that the device also showed eol with excessive charge time of greater than sixteen seconds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Further analysis of the battery revealed that it had an increased battery resistance which could result in excessive charge time while device was implanted. Additionally, according to the s2d (save to disk) file charge circuit timeout did not occur until the device was explanted. The device did have long charge time before eri (elective replacement indicator) but this is expected on devices that are approaching rrt (recommended replacement time).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.